Event description:
Overinfusion on this pump found during biomed testing. Accuracy testing was performed on the pump to run 50/ml per hour and the pump delivered 55 ml/hr. No pt involvement has been reported at this time. Pump will be sent to baxter's repair center for evaluation.